Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient lost therapy approximately in (B)(6) of 2020 and that the ipg was deemed to be inoperable as the ipg was at end of life (eol) as a result, to address the issue patient underwent surgical intervention wherein the ipg was replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.